Manufacturer narrative:
(B)(4).

Event description:
Patient had a resolute integrity drug-eluting stent implanted in the lad. It is reported that the patient suffered an mi on an unknown date. Revascularization was performed.